Event description:
It was reported that during a lead repositioning procedure, the lead could not be reconnected to the device. Connection issue suspected, and the device was explanted and replaced. The patient was in good condition following the procedure.

Manufacturer narrative:
The reported field event of a connector anomaly was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty tightening the set screw and securing the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.